Event description:
The customer reported that the system displayed generator errors during fluoro. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a new hv cable. He checked the operation of the unit by performing fluoro and rotating the c and assuring that no generator errors were present. The unit was operating as intended.